Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012891646 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The following functional testing was performed. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.34 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.099 psig (should be inside the range of -0.3 psig and 0.3 psig). The performance test was failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; white plastic filament was found inside the hemostasis valve. The following relevant sub-assembly inspection and tests were performed. Observations are listed below: borescope inspection of the fc contour device revealed delamination of the polytetrafluoroethylene (ptfe) sheath liner at multiple locations. The polytetrafluoroethylene (ptfe) sheath liner was observed at 20 inches and 18.5 inches from the distal tip of the sheath, as well as inside the sheath handle. In conclusion, the sheath failed the return product inspection due to delamination found at the polytetrafluoroethylene (ptfe) sheath liner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the sheath and the sheath remained in the left atrium after therapy. It was observed that there was a plastic fiber-like substance in the sheath lumen and entangled in the catheter tip. Afterwards, nothing was inserted into the sheath and the sheath was removed when all therapies were completed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscc100 ((B)(6)); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.